Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank, user had mentioned that the cabinet said the refrigerator key had not been returned and she could not issue lantus to her patient. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device brand name. Upon investigation of this incident, it was determined that the cabinet reported missing refrigerator key. A technical support specialist (tss) demonstrated the cycle count process to the customer and cycle counted 99,999 keys into the med bank system, and the case was proceeded for closure. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, user had mentioned that the cabinet said the refrigerator key had not been returned and she could not issue lantus to her patient. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.